Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the valve is defective. As stated on the repair statement, additional malfunction on this device: on/off switch control panel has no alarm.